Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the atrial leadless pacemaker (alp) had high capture thresholds which led to loss of capture, poor current of injury, and exhibited p-wave amplitude variation. The patient was asymptomatic. The physician suspected the alp may have been micro-dislodged, however, a chest x-ray could not verify this. The alp was explanted and a new alp was successfully implanted. The patient was stable throughout the procedure.